Event description:
It was reported that during a stenting treatment procedure, stent malapposition occurred. The target lesion was located in the inferior vena cava (ivc). The 20x55mm wallstent endoprosthesis was deployed. Post-dilation was required and 4 balloons, both bsc and non bsc, sized 16, 18, 20 and 22mm were utilized; however, each of the balloons was noted to have a leak resulting in under dilation of the wallstent. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).